Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the patient reported hearing tones from their cardiac resynchronization therapy defibrillator (crt-d). The medical personnel noted that the remote home monitoring interrogation did not show any issues. Boston scientific technical services (ts) was consulted and reviewed the remote home monitoring system data and noted that there was an alert for a high out of range shock impedance measurement on the right ventricular (rv) lead and crt-d two months earlier and the alert had been seen by someone at the clinic and dismissed via the remote monitoring clinic website. The medical personnel stated that the patient had not been into the clinic since the alert had occurred. Ts explained that the crt-d will continue to emit tones due to the out of range impedance measurement until the device is interrogated with a programmer at the clinic. The patient was scheduled for an in office interrogation in a few weeks. The clinician noted that they would be reprogramming the alert in the remote monitoring system to a higher value as the shock impedance has consistently measured 99 to 133 ohms over the past three months per remote interrogations and 109 to 111 ohms on the past two clinic checks. At this time the crt-d and rv lead remain in service and no adverse patient effects were reported.